Manufacturer narrative:
The explanted device was not returned for evaluation. The complaint made no indication of any device malfunction or deficiency related to device identity, quality, durability, reliability, safety, effectiveness or performance contributing to the adverse event. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished part associated with this complaint conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted. Corin has not stated compatibility between the paragon stem and merete bioball heads and thus the primary usage is off-label and may have caused or contributed to the instability. This case is now considered closed, however, should any additional information be provided then this case may be reopened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to instability.

Manufacturer narrative:
We are currently in the process of retrieving further information to perform investigation. We will provide a follow up report upon completion. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Revision due to instability.